Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint cannot be confirmed for a sheath kink as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that when the locator was inserted into the insertion sheath, resistance was felt. When the device was visually checked, the insertion sheath was found to be slightly kinked. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was acute ischemic stroke (ais). It was unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. It was unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was unknown. The blood loss was not applicable due to the event occurring pre-treatment. No equipment or other devices were used with the angio-seal.